Event description:
It was reported that the patient was revised due to since of continued infection. It was stated that zimmer cup was loose. Loosening interface was marked as bone to cement. Competitor cement was used. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).